Event description:
During routine testing of the device at the service center, the service tech reported that the arterial led card was loose in card cage. Since the event occurred during routine testing, there was no pt involvement.